Manufacturer narrative:
Our labeling states: warning: never place the end of a fiber optic light cable or telescope connected to a light cable on or under a surgical drape while the light source is activated. The intensity of the light source may cause burns to the pt and/or the surgical drape. Turn the light source to standby or initial mode when it is not in use.

Event description:
Allegedly, we received a report that a member of the operating room staff laid the scope with active light cable attached on pt drape without setting light source to standby and pt received a burn. There was no report of malfunction. After numerous attempts at following up with the hospital, we were unable to confirm any details; no further info was supplied. We waited a few days past reporting deadline in an attempt to get better info, but nothing further was provided by the hospital.